Event description:
The customer reported that the immage immunochemistry system generated false low immunoglobulin a (iga) results and false high immunoglobulin g (igg) and albumin (alb) on multiple patient samples. The system generated error flags with orhi (out of range high). The customer provided results for 4 samples. The customer stated that the high results were intermittent. One erroneous result was reported out of the laboratory. The customer did not state which result was reported. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found that the reagent probe stream was poor and replaced the reagent probe. The fse performed alignment, precision, and cycle count and results were within established ranges.